Event description:
It was reported that the customer experienced a blood glucose (bg) level of 275 mg/dl. Cause of bg level was not known. The customer alleged that the pump was not delivering boluses as requested; however, during troubleshooting with tandem technical support, it was confirmed that the pump was functioning as intended. Reportedly, the customer administered a bolus via the pump in attempt to resolve the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.